Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that after an unknown procedure, the device was fired after sufficient purse string suturing. When investigating the donut, they found inadequate stapling (from 12 o¿clock to 5) staplers not in b shape. They sutured staple line and patient is doing fine and is very satisfied with result of surgery. There were no adverse consequences for the patient.